Event description:
It was reported that patient had a high lead impedance. No trauma or manipulation occurred and no clinical symptoms were seen. Patient's output current has been programmed off. X-rays were taken and sent to manufacturer for further review. Review of x-rays found no obvious lead discontinuity, however, there appeared to be an acute angle in the lead body close to the generator. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized, however, there appeared to be an acute angle in the lead body close to the generator. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.